Manufacturer narrative:
The complaint was confirmed; the device shut off during functional testing. This was attributed to the main printed circuit board (pcb) being out of electrical specification. Extensive contamination was found in the interior and exterior of the device, including the main pcb, hanger assembly, display, encoders and knobs, and main seal. Output connectors were found to be broken. Display wire was found to be pinched, but insulation was intact. Two stuck buttons were unable to be recovered. Upper and lower cases were found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. (B)(4) this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to power on. It was noted that the batteries were replaced, but the issue persisted. The epg was returned for service. There was no patient involvement. On (B)(6) 2018 the epg tested out of specification during manufacturer's analysis.